Manufacturer narrative:
Medwatch voluntary report # mw5146456.

Event description:
It was reported that the patient presented for follow up with low pacing impedance exhibited by the right ventricular lead. No further information was available.